Event description:
It has been reported that the patient is expected to undergo a revision of l tka approximately 2 year post implantation due to swelling, infection, and ongoing dvt problems. No additional information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: b4, b5, g4, g7, h2, h3, h6. Reported event was confirmed by review of medical records. Office visit notes were reviewed and stated that the patient experienced two dvts within 30 days of an I&d procedure that occurred post implantation, with ongoing hematoma and pulmonary embolism issues. It was also confirmed that the patient had suffered nerve damage due to the hematoma. Device history record (DHR) was reviewed and no discrepancies were found. The root cause for the reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as they remain implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was admitted to hospital due to pain and swelling post implantation.